Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; explant of aortic stent grafts following endovascular aneurysm repair e boyle, sm mchugh, a elmallah , m lynch, d mcguire, z ahmed, c canning, mp colgan, sm o¿neill, a o¿callaghan, z martin and p madhavan department of vascular surgery, st. James¿s hospital, dublin 8, ireland doi: 10.1177/1708538119832727. Exact date of event unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that patient had a planned explant procedure with an aorto-bi-iliac bypass due to a potential type iii endoleak 77 months post index evar procedure. It was confirmed during the explant procedure that although there was an obvious defect in the graft fabric the endoleak was a type IV. The patient had an acute kidney injury as a complication of the procedure which required dialysis. The cause of the endoleak that led to the explant is unknown but may have been related to challenging patient anatomy. No additional clinical sequelae were reported and the patient is fine.